Event description:
It was reported that (B)(6) 2022 a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet. A first mitraclip intervention was performed and two clips were implanted; one (xtw) central and one (ntw) medial on anterior 2 and posterior 2 leaflets (a2/p2). The mr was reduced to grade 2. On 24oct2023, the patient presented with recurrent mr at grade 3 for a second mitraclip procedure. The root cause of the recurrent mr is unknown. The recurrent mr was observed medial to the previously implanted ntw on a2/p2. At first a partial detachment was suspected. Per the physician, after further observation via transesophageal echocardiogram (tee), a partial detachment was disqualified. It was decided to use an expired steerable guide catheter and mitraclip, as there were no unexpired devices available at the time. After the xt was deployed, a gradual opening of the clip was observed. Prior to opening the clip angle was less than 20 degrees, and after opening it was roughly 30 degrees. The mr slightly increased compared to pre-deployment mr. The final mr was grade 3 and the clip remained stable. An additional clip was not implanted because the mitral pressure gradient was 6mmhg. Per the physician, the gradient was a clinically relevant mitral stenosis. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure or method was associated with the use of expired steerable guide catheter (sgc). There is no indication of a product quality issue with respect to manufacture, design, or labeling.na